Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the cutter could not be inserted into the attachment device. A visual assessment was performed which confirmed that the bearings were damaged and would not allow a burr to pass through the bore. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during sterilization it was discovered that the attachment device was "not spinning". There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.